Manufacturer narrative:
The actual sample is available but has not be returned yet. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned

Event description:
It was reported that, when pulling through the peg tube, it broke and the part of the tube with the bumper obstructed the patient's airway and her oxygen level immediately started to decrease rapidly. The doctor quickly went in and pushed it out of the airway and into the esophagus, then had to get a device to pull it out. No additional information available for this report.